Manufacturer narrative:
Medtronic investigation of returned suspect mobile view station (mvs) interface (umbilical) cable finds that the reported issue was confirmed. The mvs interface cable failed bench testing. Continuity test passed and the gbit test passed. The 100t test failed, showed opens between lines 1,3 and lines 2,6. The reported event was confirmed to be caused by an electrical failure mode.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that there was no communication between the image acquisition system (ias) and the mobile view station (mvs) because of a malfunctioning umbilical cable. The part was replaced and the issue was resolved. The part has been returned to the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system could not establish communication between the image acquisition system (ias) and the mobile view station (mvs). A message was displayed on the pendant "waiting for mobile viewing station to initiate communication" that could not be cleared by rebooting the system. This occurred outside of any patient involvement. No additional details were provided.